Manufacturer narrative:
Unit passed the self-test. History was downloaded successfully using thump software. However, the long trace history file confirms pump error 23 (post reset ram crc alarm) on (B)(6) 2025 02:17:03:000 pm due to moisture damage on electronics. The unit p-cap / test reservoir locks in place properly. The following were noted during visual inspection: cracked battery tube threads and cracked case at the battery tube side, unit was confirmed for pump error 23 alarm due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported pump error 23 (post-reset ram crc alarm). The customer reported a blood glucose value of 437 mg/dl. The customer was treated with insulin pump. The event involved product(s) mmt-1886. Troubleshooting was partially performed and confirmed that the smartguard was currently being updated. No further patient complications were reported. No product return is required for mmt-1886.